Manufacturer narrative:
Device evaluation has been initiated but is incomplete. A follow-up report will be provided.

Event description:
An orthopedic fixation screw is reported to have backed out of position requiring removal. Plate and remaining screws remain in place without displacement. No pt injury has occurred. (B)(4).